Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she had a pretty bad low and it went high because she over treated and then she came back down. Then pump said do not calibrate. The customer¿s blood glucose was 346mg/dl. The customer had low blood glucose of 40mg/dl. The insulin pump will not be returned for analysis.